Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the left ventricular (lv) lead exhibited failure to capture. An x-ray revealed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was in stable condition.